Event description:
It was reported that the patient presented in the emergency room for an unrelated incident, and it was discovered that the patient's right atrial (ra) lead and left ventricular (lv) lead failed to capture. X-ray revealed that the patient's right ventricular (rv), ra, and lv leads had all dislodged. The rv, ra, and lv leads were all explanted, and successfully replaced. The patient remained stable.